Event description:
It was reported that the pacemaker exhibited software upgrading problem. No patient was involved.

Manufacturer narrative:
The reported event of software upgrade problem was confirmed. The device could not be interrogated with the programmer. Device image analysis was performed and reset due to failed software upgrade was noted. Product code was reloaded and electrical and mechanical testing was performed and found the device to be normal. A longevity assessment was performed and device was found to have appropriate longevity remaining.

Manufacturer narrative:
Correction: section h2 - the follow-up type in the first supplemental follow-up report should have been device evaluation rather than additional information.